Manufacturer narrative:
According to the customer, on (B)(6) 2025 the "frame bent" while he was walking into his bathroom with the rollator causing him to fall. The customer reported an ambulance was called to help him off the floor, but medical attention was not provided at the time of the incident. The customer reported they continued to have pain in their "hip and shoulder" after the incident and visited their physician on (B)(6) 2025. The customer reported an xray was performed, but it resulted with "no broken bones". The customer reported their physician ordered them to start "physical therapy" due to the continued pain in his "hip and shoulder". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the "frame bent" while he was walking into his bathroom with the rollator causing him to fall.